Event description:
It was reported that using a left femoral artery access approach during a procedure of the right superficial femoral artery (sfa), the 6.0 x 100 mm absolute pro stent had been successfully deployed in the vessel and during removal of the stent delivery system (sds) resistance was noted with the guide wire. It was noted that the sds froze/crimped down on the guide wire at the hub area just before removal from the vessel. The sds thumbwheel was moved forward and backward and the sds released and could be removed from the guide wire and the anatomy. The stent implant had been successfully deployed and the guide wire and sheath remained in the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Additionally, during the same procedure, the 6 x 100 mm absolute pro stent was being prepared and prior to use the protective stylet was turned and removed when it was noted the stent was unsheathed 1/4 of the way. The device was not used and there was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other absolute pro device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the instructions for use (IFU) states: the absolute pro vascular self expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery. Based on the information reviewed, there is no indication of a product deficiency.